Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to residual myopia and astigmatism. There was no incision enlargement, no vitrectomy, no suture and no patient injury reported. It was stated that the patient was doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection noted that the optic of the lens was damaged. The optic is almost cut in half. One of the haptics is missing. The damage noted in the returned lens is most probably related to the explant procedure. Due to the condition of the lens, no further analysis was possible. The manufacturing record review codes were provided in the initial MDR. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no complaint related environmental monitoring non conformances within the timeframe the production order was manufactured. There were no associated nonconformity materials reports or non conformances. A search revealed that no other complaints for this order number were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical product - 1mtec30 cartridge with lot # unknown was not included in the initial report. All pertinent information available to abbott medical optics has been submitted. Placeholder.